Event description:
Device report received from (B)(6) indicates the following: device was applied on distal part of humeral diaphysis, principles of osteosynthesis were used. Three weeks postoperatively, the plate has been broken without known overloading reasons. Device is not distributed in the USA.

Manufacturer narrative:
Device is not distributed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned.